Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) /2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on an unspecified date/time during "(B)(6) 2016". At this time the patient obtained blood glucose results of "153, 120 and 160mg/dl" with the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their usual diabetes management regimen due to the alleged inaccuracy. The patient stated that one month later they developed the symptoms of "clammy and shaky hands" which they self-treated with food and/or drink at 1pm on (B)(6) 2016. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient's products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient's meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.